Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the talent aorto-uni-iliac device was placed with a left to right fem-fem bypass. In 2005, a proximal cuff was placed for an unk reason. The pt has been followed by ultrasound, and a type 1 endoleak was identified; then, a CT scan showed that the device had migrated into in the aneurysm sac. At the time of the migration, the neck was full of thrombus and measures 34mm in diameter, and essentially there is no neck length. The aortic bifurcation is very tortuous and there is disease progression extending upward to the visceral vessels. A surgical repair is planned for a later date. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (stent graft migration, endoleak), (disease progression, angulated aortic bifurcation, dilated and short aortic neck). Conclusion: (disease progression, angulated aortic bifurcation, dilated and short aortic neck).